Event description:
Caller reported cartridge alarm 20 occurring during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent, with the customer using multiple daily injections (mdi) as backup therapy. The customer agreed to complete training for the replacement pump, was informed of the steps required to return the faulty pump and opted for a delivery requiring a signature.